Event description:
A customer contacted beckman coulter inc. (Bci) stating while attempting to perform maintenance on their coulter lh 750 hematology analyzer, they opened the front cover and noticed a blood leak. The operator did not come into contact with the leak. There was no exposure to open wounds or mucous membranes and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the tubing from the needle assembly to the slidemaker. Instrument was verified and no further blood leak was observed.